Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, there was one (1) tube with a sharp protrusion inside the tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, there was one (1) tube with a sharp protrusion inside the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The evaluation of the photo illustrated a piece of plastic in the tube, which resembles foreign material from the cap. Additionally, 100 retained samples from each lot number were visually inspected, and no plastic foreign materials were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5086974, for the indicated failure mode: molded part has defects - sharp protrusions. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.